Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer entered the pool with the insulin pump and it stopped working. There was a crack on the back of the device. They did not know how the damage occurred. The customer¿s blood glucose level was 131 mg/dl. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed displacement test. Unit failed leak test. Unit leaked at a crack on the back of the case. Traces of corrosion were found at the electronic and motor assemblies per visual inspection. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.